Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a month ago the sensor read low and then it would turn itself off. Customer stated that she was currently experiencing sensor reading discrepancies. Sensor was reading 46 mg/dl and blood glucose was 145 mg/dl. The customer changed the sensor three times and issue persisted. Current blood glucose was 154 mg/dl and sensor glucose was 63 mg/dl. The insulin pump is being replaced due to physical damage. The customer stated she would try with replacement insulin pump and call back if issues recur.